Event description:
It was reported that while in use on a patient, the exhalation valve tube of this pb560 ventilator was disconnected and the exhalation valve confirmation alarm and low-pressure alarm sounded. The exhalation valve tube was reinserted immediately, but the ventilation gradually decreased without recognizing the exhalation valve. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the exhalation valve tube of this pb560 ventilator was disconnected and the exhalation valve confirmation alarm and low-pressure alarm sounded. The exhalation valve tube was reinserted immediately, but the ventilation gradually decreased without recognizing the exhalation valve. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue, sp replaced the turbine, turbine control printed circuit board (pcb), power management pcb, and central processing unit (cpu) pcb. Additionally, sp also replaced the fan due to abnormal noise. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The replaced fan, which was an additional finding, was not returned for further analysis. One turbine control pcb, cpu pcb, and power management pcb were returned for further analysis: the returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. One turbine was returned for further analysis: a visual inspection was carried out on the returned component, and no anomalies were observed. The turbine was attached to the failure investigation test ventilator for analysis. The unit failed functional testing and the ventilator generated a high priority alarm with the following message displayed on the screen: "connect valve or change pressure". There was no air coming from the turbine. The cause of the event was isolated to a faulty turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.